Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that infusion set leaked and had a bent cannula. Customer's blood glucose was 437 mg/dl. Caller declined troubleshooting.